Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site due to ipg migration as it was tilted and was pushing up the skin. It was also noted that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.